Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what type of procedure was the device used in? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? On which firing did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur? What color cartridge was being used? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Was any buttressing material being used? How was the procedure completed? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? According to the scrub nurse who was firing the stapler. She states that the first staple was good and complete. On the second firing the staples only went down half and the stapler did make a strange noise. The reverse button did not work and it had to be manually reversed. The procedure was a robotic thoracoscopy with lobe resection and we used the gold staples. A second stapler was opened and used with gold staples without a problem. No harm was done to the patient. Procedure was delayed maybe 10min. The analysis found that one pse60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device misfired. The device was received in a red bag with a note that stated it misfired during surgery. It is unknown how the case was completed. It is unknown if there were any patient consequences.